Event description:
Equate smilesonic replacement brush heads, 5ct may have cracked, crown. Reporter believes that when the product is on it spins out of control hitting other teeth which is probably what caused it to crack. Patient will seek medical attention.